Manufacturer narrative:
The device will not be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2018, the customer experienced smell of burning with the cable block of the dermatome. However, it was confirmed that there were no issues with the dermatome itself but with the power supply cord.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for evaluation. A DHR review cannot be performed at this time as the device serial number was not provided nor was the product sent in for inspection. This review will take place once either or has been provided. Sampling plan reviewed and is acceptable. Device is 100% tested prior to final acceptance. Failure analysis to identify root cause cannot be performed as the reason for complaint is customer only wants a new cable ad device will not be returned for investigation .root cause is unknown, most likely reason for complaint is wear and tear.